Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 3 of 5 of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the care giver (cg) with disconnecting the hp aseptically and opening the door to remove the cassette. The cg stated that the hp would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.